Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been experiencing fatigue for the past fourteen months. The right atrial (ra) lead was found to have dislodged and was functionally pacing the right ventricle. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.